Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer service provided pump reset information and assisted the caller with resetting the pump, after which the malfunction did not recur. The customer was instructed to call back if any malfunction code recurred and acknowledged the guidance.